Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.3; inr: 4.0.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.3, 2nd inr: 4.0, mean: 2.65, sd: 1.91, %cv: 72.04. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No strip lot number was provided by customer. Further investigation could not be performed. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.